Event description:
A physician reported while shifted from infusion to fluid air exchange (fax) there was no air went through infusion cannula. The procedure was completed after switching to new infusion line. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock(incorrect) and passed priming and intraocular pressure (iop) calibration successfully. The ¿manual stopcock¿ output displayed by the console for the posterior cassette is incorrect for the cassette type and will result in fluid/air exchange (fax) detection issues the customer experienced. During fax mode, there was no exchange from liquid to air, liquid continued to flow to the infusion cannula. The customer's experience was replicated during laboratory testing. The second sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The investigation identified several potential factors that caused or contributed to this reported event. These include procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).